Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient's needle was pushed out inadvertently due to which he experienced knot on stomach and high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient was admitted to the hospital due to high blood glucose level. Further, the patient was transferred to the intensive care unit. The highest blood glucose level at the time of incident was 1000 mg/dl. During hospitalization, the patient received fluids of saline, insulin, dialysis, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was in the hospital for a month, but was unsure of exact release date. No further information was available.